Event description:
The customer reported that the mx40 is being sent in for diagnostics for inaccurate readings. It is unknown if the device was in clinical use at time of event, and there was no adverse event reported.

Manufacturer narrative:
The device was returned to philips bench repair, and a bench repair technician (brt) evaluated the device. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
Analysis was performed at the philips authorized repair facility. Results of functional testing indicate that there were scratches and delamination on the bezel, foggy film bezel display, corrosion on all housing pins. The alleged problem was not confirmed upon evaluation. Based on the results of the analysis, the product malfunction was unable to be confirmed. The device was repaired by replacing the parts that were found damaged and/or outdated. The device was returned to the customer site. A review of the service history for this device shows that the problem has not been reported again for this device.